Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x16 synergy drug-eluting stent was selected for use to treat the lesion. However, during preparation of the device, it was noted that the distal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.0 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no damage to the proximal end of the stent. Distal struts were lifted, pulled and stretched in a distal direction over the distal markerband. The product stent protector was not returned for analysis with the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The tip appeared to be flattened. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x16 synergy drug-eluting stent was selected for use to treat the lesion. However, during preparation of the device, it was noted that the distal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.